Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation complaint received ad 7 dec 2023. Medical records review ((B)(4) medical records ad 7 dec 2023): on (B)(6) 2015, the patient received an attune right total knee replacement, for end-stage osteoarthritis, utilizing size 7 femur, size 7 tibial tray, size 7 by 7.5mm thick insert, and 41mm patella implants, with competitor antibiotic bone cement. He had no complications. Primary implants on page 8 of medical records. Patient progressed well until he began to experience persistent pain, stiffness, locking and chronic swelling in (B)(6) 2021. X-rays revealed lucency behind femur and tibial components. Review of his bone scan of the right knee on (B)(6) 2012 revealed apparent loosening of the femur component. Plans were made for a revision of the right knee. Right knee was revised on (B)(6) 2022, to address pain, swelling, stiffness, mid-flexion and varus-valgus joint instability, and femoral implant loosening (at unspecified interface), with revision of the femur, tibial tray, patella and insert components. It was noted that neither the femur or tibial tray components removed had much in the way of any cement adhered to the implants, that they came out relatively free of cement bonded to the implants. Competitor revision knee implants were re-implanted. Doi: (B)(6) 2015, dor: (B)(6) 2022, right knee.